Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. Blood glucose level at the time of event was displayed high and patient took correction injection via multiple daily injection (mdi). No further information available.